Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 77 year old male patient underwent aorta arch replacement and elephant trunk placement on the (B)(6) 2019. On the (B)(6) 2019 tevar (thoracic endovascular repair) was performed due to a thoracic aneurysm, where a zta-de-30-108-w1(e3696439) was implanted most distally, and then 2 zta-p-30-201-w1 were implanted proximally. The lot numbers were provided (e3706590 and e3716636), but it is unknown in what order implants were placed. The patient's anatomy was reported to be shaggy. On the follow-up CT of an unknown date a type 3 endoleak was revealed. The (B)(6) 2021 the patient underwent an open surgery with stent graft explantation and descending aorta replacement. Two suture hole leaks and a possible graft damage leak were observed in the movie recorded during explantation. It is stated that it is unknown if the patient had vessel calcifications and whether ballooning was performed. A short video clip from explant was provided and reviewed by an imaging expert. Per the findings in the video clip review ¿the zta-p-30-201-w1 is in the center of the video. Blood oozes from the fabric at the apices of two stents on either side of a 90-degree kink in the endograft. A third site is left lateral the kink. This site is near a stent apex however it is partially obscured under the lateral wall of the thoracotomy incision¿. A zenith alpha thoracic endovascular graft proximal component (zta-p-30-201-w1/complaint stent graft) was received and evaluated by cri. The stent graft was examined using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem) and leak test with water. Detailed observations related to stent integrity, suture integrity, graft integrity, and suture hole elongation were provided. Per the product evaluation, prior to separation, no stent bends, fractures, or cuts were observed under radiographic and microscopic imaging. Two blue suture failures were observed on the distal sealing stent. Blue suture failure 1 displayed a break in the suture loop previously connected to the delivery system which likely occurred during the explant procedure. It is inconclusive whether the break in blue suture failure 2 was caused in-vivo or during the explant procedure. No green suture failures were observed. The largest suture hole observed was 0.0267 mm2 located on proximal sealing stent 3. All observed suture elongation holes were less than the acceptable maximum hole size of 0.2 mm2. Review of the device history record gave no indication of the devices being produced out of specification. Per IFU, endoleak is a known adverse event. Based on the provided information and video/imaging review 3 leaks on the stent graft were observed. However, based on the product evaluation all the suture holes were within specifications. Based on these findings it has not been possible to determine the cause for the observed and described leaks. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Re-investigation of complaint, due to received additional information regarding type 3b endoleak, which is reported to be a suspected cause for the aneurysm growth and migration of the zta-de-30-108-w1. H6) e2402 - no code available for endoleak. Summary of investigational findings: a 77 - year - old male patient underwent aorta arch replacement and elephant trunk placement on the (B)(6) 2019. On the (B)(6) 2019 tevar (thoracic endovascular repair) was performed due to a thoracic aneurysm, where a zta-de-30-108-w1(e3696439) was implanted most distally, and then 2 zta-p-30-201-w1 were implanted proximally. The lot numbers were provided (e3706590 and e3716636), but it is unknown in what order implants were placed. The patient's anatomy was reported to be shaggy. The patient did not experience any adverse effects to this occurrence. On the follow-up CT of an unknown date a type 3 endoleak was revealed. The (B)(6) 2021 the patient underwent an open surgery due to the growth of the taa and the migration of the distal stent graft. Stent graft explantation with leaving only a stent graft that was placed in the proximal side and descending aorta replacement was performed. 2 suture hole leaks and a possible graft damage leak were observed in the movie recorded during explantation. It is stated that it is unknown if the patient had vessel calcifications and whether ballooning was performed. It was reported that a type 3b endoleak is a suspected cause for the aneurysm growth and zta-de-30-108-w1 migration. A short video clip from explant was provided and reviewed by an imaging expert. Per the findings in the video clip review ¿the zta-p-30-201-w1 is in the center of the video. Blood oozes from the fabric at the apices of two stents on either side of a 90-degree kink in the endograft. A third site is left lateral the kink. This site is near a stent apex however it is partially obscured under the lateral wall of the thoracotomy incision¿. A zenith alpha thoracic endovascular graft proximal component (zta-p-30-201-w1/complaint stent graft) was received and evaluated by cri. The stent graft was examined using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem) and leak test with water. Detailed observations related to stent integrity, suture integrity, graft integrity, and suture hole elongation were provided. Per the device evaluation, prior to separation, no stent bends, fractures, or cuts were observed under radiographic and microscopic imaging. Two blue suture failures were observed on the distal sealing stent. Blue suture failure 1 displayed a break in the suture loop previously connected to the delivery system which likely occurred during the explant procedure. It is inconclusive whether the break in blue suture failure 2 was caused in-vivo or during the explant procedure. No green suture failures were observed. The largest suture hole observed was 0.0267 mm2 located on proximal sealing stent 3. All observed suture elongation holes were less than the acceptable maximum hole size of 0.2 mm2. Review of the device history record gave no indication of the devices being produced out of specification. Per IFU, endoleak is a known adverse event. Based on the provided information and video/imaging review 3 leaks on the stent graft were observed. However, based on the device evaluation all the suture holes were within specifications. Based on these findings it has not been possible to determine the cause of the observed and described leaks. As no imaging were provided for investigation, it has not been possible to determine an exact cause of the aneurysm growth and zta-de-30-108-w1migration. However, based on the reported information a type 3b endoleak is a suspected cause for these events. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received from cancelled complaint (B)(4) manufacturer ref: 3002808486-2022-00856 26sep2022: this customer experienced 123 cases of tevar from december 2011 to december 2020. One of them needed additional treatment as below. Two years ago (date unknown) : a 76-year-old male patient received total arch replacement with elephant trunk to treat thoracic descending aorta aneurysm with shaggy aorta arch. It was done to achieve proximal landing. Two months after(date unknown) : tevar was performed using zenith devices(2 of 30mm-200mm and a 30mm-100mm). Later (date unknown) : open surgery was performed because of growth of the taa and the migration of the distal stent graft. Therefore, vessel replacement with leaving only a stent graft that was placed in the proximal side was performed. About spinal perfusion, an extrathoracic network from the left subscapular artery to the intercostal artery (adamkiewicz artery) was found in the broad back muscle. Therefore, the chest was opened by excision of the costal arch on the anterior side and the left sixth intercostal space to preserve the broad back muscle. No paraplegia was confirmed after the surgery. Additional information provided on 06jul2022: the patient's anatomical form was suitable for endovascular repair although the access vessel was thin. No damaging vessels were occurred during the procedure. All devices implanted for this case were as below. Zta-de-30-108-w1(e3696439) was placed first in the most distal side, and then 2 of zta-p-30-201-w1 were placed in the proximal side. The lot numbers of them were e3706590 and e3716636 but it's unknown which is most proximal or 2nd proximal. Zta-p-30-201-w1 e3706590, zta-p-30-201-w1 e3716636, zta-de-30-108-w1 e3696439. Additional information received 13jul2022: the suspected cause(s) for the aneurysm growth and graft migration is type iiib endoleak. It was logged as (B)(4).

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair. The patient's anatomical form was suitable for endovascular repair although the access vessel was thin. No damaging vessels were occurred during the procedure. Zta-de-30-108-w1 (e3696439) was placed first in the most distal side, and then 2 of zta-p-30-201-w1 were placed in the proximal side. (The lot numbers of them were e3706590 and e3716636 but it's unknown which is most proximal or 2nd proximal). Date unknown: endoleak was confirmed by follow-up CT exam. The physician determined it was type iii endoleak from suture hole and/or graft damage. On (B)(6) 2021:the stent graft was explanted and descending aorta replacement was performed. 2 suture hole leaks and a possible graft damage leak were observed in the movie recorded during explantation. Additional information received 29mar2021: the holes were seen in the second implanted graft zta-p-30-201-w1 (2nd(middle) of all 3 devices). Patient outcome: the patient is doing fine after the explantation and descending aorta replacement.